Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up the ventricular sensing was fluctuating. Capture and impedance values were fine. No action will be taken at this time. The patient was stable.